Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device under microscopy revealed that the main coil was kinked and the main coil was attached to the delivery wire. Therefore, the reported event that the main coil was broken off from the delivery wire was not confirmed. No other anomalies were noted to the device. Based on analysis and information available, it is probable that the kinks on the main coil were a result of insufficient flush used during the procedure. The device directions for use (dfu) cautions that insufficient flush can cause friction during the procedure. Therefore based on analysis of the device, a root cause of use/user error has been assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During an abdominal vascular embolization procedure, resistance was experienced as the coil was being advanced, and it became stuck in the microcatheter. It was reported that as the coil was being removed, the tip of the coil detached in the microcatheter. The physician successfully advanced the detached coil portion into the abdominal vascular lesion with the pusher wire. The procedure was continued without clinical consequences to the patient.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
During an abdominal vascular embolization procedure, resistance was experienced as the coil was being advanced, and it became stuck in the microcatheter. It was reported that as the coil was being removed, the tip of the coil detached in the microcatheter. The physician successfully advanced the detached coil portion into the abdominal vascular lesion with the pusher wire. The procedure was continued without clinical consequences to the patient.